Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found. Proximal segment returned and analyzed. (B)(4) no anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary: (B)(4): no anomalies found.

Event description:
An implantable ICD system was returned to the manufacturer from an unknown source with no information. Review of manufacturer's database indicated the patient is deceased and died approximately eleven months after device system implant. The cause of death has been requested and not received.